Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested, and the following was obtained: do you have any photos of the reaction? No. What prep was used prior to, during or after prineo use? Cetrimide pre-op. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? None noted. Is the patient hypersensitive to pressure sensitive adhesives? Query sensitivity to tapes mentioned on medical history. Were any patch or sensitivity tests performed? No. What is the physicians opinion of the contributing factors to the reaction? N/k. What is the most current patient status? Tba. Is the product or representative sample (product from the same lot number) available for evaluation? No. Patient pre-existing medical conditions (ie. Allergies, history of reactions) query sensitivity to tapes mentioned on medical history. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. Was a dressing used over the top? If so, which type, and how long was it applied for? No dressing over the prineo. Does the patient have any known hypersensitivities or have allergies to cyanoacrylate or formaldehyde? None noted. Was prineo/dermabond or skin adhesive used on the patient in any previous surgery? Yes. Was the reaction limited to where the prineo was placed, or did it extend past the edges of the mesh only where prineo was placed. Has the reaction settled post the removal of prineo? Yes ¿ prednisolone prescribed. To date device not received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a 2nd stage deep inferior epigastric perforator reconstruction and creation of new nipple areola complex with fat transfer left on an (B)(6) 2019 and topical skin adhesive was used. One week post operatively, the patient had a reaction to the adhesive dressing. The patient had redness, bumps and secretion for the wound. The patient's dressing was removed and the patient was placed on corticosteroid treatment, prescribed prednisolone. The area was re-dressed with mefix tape. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mgh123-clr422 and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4).